Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead had dislodged, and the impedance was increased. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the ra lead had dislodged due to twiddler's syndrome. The dislodgement of the lead was verified by x-ray. The ra lead was explanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: the patient weight in the a4 section was updated and the h2 section for device evaluation was checked.

Manufacturer narrative:
The reported events were high pacing impedance and lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix, the helix could be extended. The helix length was measured within specifications. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.